Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 62.3 cm from the connector pin. The initial reported event of lead fracture with inappropriate shocks was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was replaced due to high/increased impedance (jumped to 1400 ohms over a few days), oversensing, inappropriate therapies and apparent fracture. No further patient complications were reported as a result of this event.